Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the mix motors, replaced cell #1 reference valve, buffer syringes, pinch valve, drain tubing, reference valve, electrodes, performed alignments and lubricated ise sample transfer unit which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrolyte) patient results and ise precision and quality control (qc) issues on cell 1 and 2 on their au5800-10 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.